Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on the balloon and was damaged. The target lesion was located in the coronary artery. An 8 x 2.75 rebel stent was advanced but would not go on to the wire. Subsequently, a 2.75x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent partially came off the balloon and got damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent showed the proximal end of the stent moved on the balloon a total of 22mm in a distal direction. The most proximal and distal struts had minimal damage however the center struts were overlapping and bunched. The distal struts were pulled over the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was evidence of crimp marking on the balloon body. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks along full length of the catheter. A visual and tactile examination of the shaft polymer extrusion profile found no issue. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon and was damaged. The target lesion was located in the coronary artery. An 8 x 2.75 rebel stent was advanced but would not go on to the wire. Subsequently, a 2.75x28mm promus premier&#10244;rug-eluting stent was advanced to treat the lesion. However, during procedure, the stent partially came off the balloon and got damaged. No patient complications were reported.